Event description:
The customer reported the system was unable to save images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified. The rep believed the failure was due to user error and instructed on proper usage. The system was tested and found to be working as intended, and put back into service.